Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information received on the patient implant form, on (B)(6) 2020 a top hat size 27 was implanted into the patient. On (B)(6) 2021 the top hat size 27 was removed and a top hat size 25 was implanted. No allegation of a device malfunction or serious injury was received from the site regarding this event.